Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with 2 syringes of juvéderm® voluma® xc on ¿each side of v1, v2, v3, v4 area of the face". Over 9 months later, the patient had a sinus infection. The patient visited the injector's office a few days later with biofilm on injection sites. The biofilm has not been confirmed via biopsy. Patient had ¿redness and swelling.¿ the patient was treated with antibiotics almost two weeks later. The symptoms have not resolved.